Event description:
It was reported that during a whipple procedure, the clips scissored tearing the vein. The vein has to be repaired with sutures. There were no other pt consequence. Add'l info received: the vessel was not severed, but the scissored clip did lead to some minor bleeding that was repaired with micro sutures. The case was completed without further incident.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.